Event description:
It was reported during the first biopsy pass, the driver went into all lights flashing mode at the end of the sample acquisition sequence while still in the breast. The physician had to cut tissue away from the needle to loosen it up in order to remove the probe from the breast. The physician reset the device and successfully completed two additional biopsy procedures with no problems.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the qc testing. This lot met all release criteria. No sample was returned for evaluation as it was discarded at the user facility. The results of the investigation are inconclusive; no root cause could be determined.